Event description:
It was reported that a patient incident occurred with an erbe electrosurgical unit (esu/generator) [one (1) of the four (4) hospital esus (model vio 300 d; part number (p/n) 10140-000 or 10140-100; serial number (s/n) (B)(4)]. An erbe esu with biopsy forceps (brand: wolf) were used in a biopsy of a urinary bladder [note: an erbe argon plasma coagulator (apc, p/n 10134-000, s/n (B)(4)) may also have been used in the procedure.]. During the procedure a necrosis occurred at the patient's intestine. Therefore a second surgery (laparotomy with an ileostomy) was performed to resolve the injury. The patient's hospitalization was extended by 14 days. Note: the esus and apcs were distributed by our parent company ((B)(4)) to a (B)(4) hospital.

Manufacturer narrative:
The esus were thoroughly inspected/tested. A technical safety check was performed on each generator that was potentially involved in the event. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. All features were functioning properly within specifications for each unit (note: the argon plasma coagulators that may also have been used in the procedures were checked and found to be working as intended.). Also, no anomalies were found in the review of the device history records (dhrs) for the equipment. In conclusion, no equipment problem was determined to have caused or contributed to the event. Most likely there were many factors involved with the incident. One of two possible scenarios could have occurred: the intestine tissue accidently came into contact with the forceps or heat from the equipment diffused from the target tissue to the intestine tissue. However, no conclusive determination could be made as to the cause of event. No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.